Manufacturer narrative:
Device evaluation: the blue pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, the user witnessed blue pixels which appeared while ablating at 100% firing power. The laser power was noted to not be lowered but the physician did momentarily let off the foot pedal. The physician performed a biopsy prior to the ablation procedure and flushed the biopsy with a solution. There were no patient complications reported in relation to this event.